Manufacturer narrative:
The reported event is confirmed due to the rupture present on the balloon. Visual evaluation noted received 2-way catheter. Visual inspection noted the catheter balloon had ruptured measuring 0.3370" with no missing pieces. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo zooms in on end of catheter with forceps showcasing location of balloon rupture. Based on photo and physical sample received product does not meet specifications which states "shaft shall be free of kinks, cuts, and tears surfaces." Although an exact root cause could not be determined a potential root cause could be pinched off by balloon. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was spontaneously removed several days after implantation . It was stated that the foley catheter balloon was damaged with a scratch larger than a pinhole after placement. Before placement, it seems to be pre-tested in this facility, and sales rep explained that it could cause damage. Recently, there have been four cases of balloon breakage and spontaneous extrication .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously removed several days after implantation. It was stated that the foley catheter balloon was damaged with a scratch larger than a pinhole after placement. Before placement, it seems to be pre-tested in this facility, and sales rep explained that it could cause damage. Recently, there have been four cases of balloon breakage and spontaneous extrication.